Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient who was implanted with an implantable neurostimulator (ins). The reason for call, was patient stated, they are having an MRI scheduled for tomorrow at 6:35 pm. And patient inquired about MRI compatibility. While on call, patient mentioned, they are having problems with how long the implant is keeping a charge and the controller. Patient stated, the issue has been going on for "probably the last 4 months or so". Agent had, patient attempt to unlock the controller, but patient was seeing 'try again'. And mentioned, he thought the implant was not charged. Patient stated, they last charged the implant 3 days ago.